Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): postal code: g61 4tf, phone (1): (B)(6) , phone (2): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information provided on (B)(6) 2023, the flexor sheath of a rosch-uchida transjugular liver access set unraveled during a transjugular intrahepatic portosystemic shunt (tips) procedure on a female patient. During the procedure, a competitor's stent would not advance through the sheath. The stent was removed and a new, second stent was used. There was stiffness in advancing the second stent, but the stent was able to be deployed. When removing the delivery system, the wire guide "snagged" on the stent. The sheath unraveled and difficulty removing the complete device was experienced. Once removed, the sheath was noted to be damaged. No section of the device remained in the patient's body. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. A representative of nhs greater glasgow & clyde (united kingdom) informed cook on (B)(6) 2023 of an event that occurred on the same date involving a rosch-uchida transjugular liver access set (rpn: rups-100; lot #: 14964965). It was reported that the rups sheath was noted to be unraveled and damaged after experiencing difficulty removing the third-party stent. According to the initial reporter, the patient did not experience adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. Cook received one device in a used and damaged condition. The inner coil was exiting out from the hub. The sheath was damaged (kinked), and the distal tip was out of round. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR) for lot 14964965 to check for related nonconformances and additional complaints. The DHR showed two possibly related nonconformances; however, these steps are checked in quality control and all nonconforming product has been scrapped/reworked. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The current instructions for use [t_rups_rev4] state the following: "instructions for use following completion of diagnostic and interventional procedures, remove the introducer sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the introducer sheath, consider reinserting the dilator and removing the sheath and dilator as a unit. How supplied upon removal from package, inspect the product to ensure no damage has occurred. " the information provided upon review of the dmr, DHR, IFU, and device analysis suggests that the device was not manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that when the competitor's stent was deployed it damaged the cook device, but this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.